Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had a pump error. Blood glucose was unknown. Troubleshooting was performed. Customer stated they were not able to rewind the insulin pump. Customer also reported that there was leaking in reservoir. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with constant no motor movement or negligible movement. Retries to free a stuck motor failed error alarm during rewind due to corroded motor assembly. Unable to perform an error in the motor was detected by reading unexpected value from hall sensor error alarm due to no motor movement or negligible movement, retries to free a stuck motor failed error alarm during rewind.

Manufacturer narrative:
The supplemental report was submitted with the wrong aware date. The correct aware date is (B)(4) 2019. The report also had the analysis results for the wrong product. The following notes are the correct analysis results: evaluated one open/used reservoir. Inspected the reservoir's o-rings/stopper groove for anomalies and none were found. Ran basal, bolus leaking test, and no leaks were observed.